Event description:
Same case as MDR ID#: 2134265-2012-05725. Reportable based on additional information received on (B)(4) 2012. It was reported that during a rotational atherectomy treatment procedure, the burr was stuck on the guide wire. The 95% stenosed target lesion was located in the calcified and moderately tortuous mid left anterior descending artery. Following treatment of the lesion, the rotawire guide wire could not be removed from the rotablator rotalink plus 1.25 mm burr. The procedure was completed with another of the same devices. No patient complications were reported, and patient status is good. However, completed analysis of the related device revealed a guide wire fracture.

Manufacturer narrative:
(B)(4).